Event description:
As reported by the (B)(4) registry, the patient experienced dysarthria and hemiparesis on the left side post stent deployment. Onset was sudden recovery was partial with minor residual. The treated patient had a medical history of first degree relative of coronary artery disease, hyperlipidemia, diabetes mellitus, hypertension an unstable angina. The target lesion was a mild concentric calcified and mild tortuous right internal carotid artery ostium with 95% stenosis and a lesion length of 15mm. The patient was treated with a precise rx stent. Patient was diagnosed of ischemic stroke. The device will not be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: ((B)(6) 2012) complaint conclusion: as reported by the (B)(6) registry, the patient experienced dysarthria and hemiparesis on the left side post stent deployment. This was diagnosed as a right sided cva, the onset was sudden and recovery was partial with minor residual. The treated patient had a medical history of first degree relative of coronary artery disease, hyperlipidemia, diabetes mellitus, hypertension and unstable angina. The target lesion was a mild concentric calcified and mild tortuous right internal carotid artery ostium with 95% stenosis and a lesion length of 15mm. No treatment was noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15637333 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events.

Manufacturer narrative:
.